Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt reported that her significant other identified a leak on the right pump and inside the door after treatment. The source of the leak was unk. Her effluent was clear. No prophylactic antibiotics were taken. Per the pt's follow up clinic visit on (B)(6) 2013, she was reportedly doing fine. The sample was discarded.